Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, which resolved the issue, allowing the sensor session to start successfully.